Event description:
It was reported that over the past year the right ventricular (rv) lead showed a rise in thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, (B)(6) 2012. (B)(4).